Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: no broken or frayed cables at the wrist were noticed. The damage was not reported, it is unknown what the issue was, instrument was sent down to spd and tagged for repair. No photographic images of the instrument or a video recording of the procedure available for review.